Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4) implanted: explanted: 2021 (B)(6) product type implantable neurostim ulator product ID 37602 lot# serial# (B)(4). Product type implantable neurostimulator product ID 748251 lot# serial# (B)(4) implanted: 2003 (B)(4) explanted. Product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that during a replacement, the physician went to remove the extension and the prong broke. The rep already had the ins waiting to be implanted and it was no longer sterile. They revised the extension and the issue was resolved. No symptoms were reported.